Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels and bad sensors. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with juice and food. Customer was called after and they advised their sensor would not stick and they received a lost sensor alarm at times. Customer advised they were busy and would call back at another time to troubleshoot.